Manufacturer narrative:
(B)(4). Date of initial report : 02/23/2016. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer reported that the forcefx-8c generator was in use during a procedure in which the patient received a burn. Skintact forceps were plugged into port 1 and a skintact electrosurgical pencil was plugged into port 2 of the generator. The pencil had been in use and was then left resting on the patient, rather than being placed in a plastic quiver. When the foot pedal was pressed, the port 1 forceps activated as intended, but the site states that at the same time, the port 2 pencil activated, causing the burn to the patient. The burn was described as small, and was located on the inside of the patient's arm. The burn area was treated by removal of the burnt tissue and then sutures. Note that the site's biomedical engineer later tested this unit for cross-coupling and could not re-create the scenario.

Manufacturer narrative:
(B)(4). The incident forcefx8c generator was received for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records found that this serial number was released meeting all specifications as manufactured.

Event description:
New / additional info: the electrosurgical pencil used was a safeair product, not a skintact product as was originally reported. The procedure was a wide local excision and sentinel node biopsy. The pencil had been activated prior to being set on the patient. The footpedal reportedly activated both the forceps and the pencil. The burn was to the patient's left upper inside arm and was approximately 5mm in size. The patient will not need additional treatment for the injury.